Event description:
Firefighters responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device continuously alarmed "connect electrodes" and would not analyze the pt's rhythm. The report states the electrodes were replaced, but the device continued to alarm "connect electrodes". The ambulance crew subsequently arrived and delivered an unknown number of shocks, but the pt was not resuscitated.